Event description:
A patient contact reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was hospitalized and was diagnosed with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with staphylococcus epidermidis in the culture and a wbc count of 560/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) cefepime once a day and ip vancomycin every 5 days (dosages and durations unknown). The ip cefepime was discontinued upon culture results. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.